Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to inflammatory syndrome and hemorrhagic shock. The outcome was not considered device or therapy related. An autopsy was not performed.